Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 7 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The patient was placed on a regiment of oral antiplatelet therapy and vasodilators. The investigator assessed that the event was possibly related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the distal third of the left superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The patient was placed on a regiment of oral antiplatelet therapy and vasodilators. The investigator assessed that the event was possibly related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
H10: based on additional information received, there was no re-intervention performed to treat the reported re-occlusion. Therefore, it has been determined that this event is not reportable. However, since an emdr was already submitted, this supplemental emdr is being sent to capture the change in reportability. Manufacturing review: the lot number was provided and a device history records review was performed. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event investigation summary: the sample was not returned by the user facility. Evaluation could not be performed. It was reported approximately 11 months after the index procedure, the patient¿s left distal sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The patient was placed on a regiment of oral antiplatelet and vasodilators. The investigator assessed that the event was "unlikely" to be related to the study device or procedure. However, initially it was assessed as "possibly related", therefore the event was originally reportable. A supplemental MDR will be filed given the new information "unlikely related to the study device". No additional adverse patient effects were reported. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left distal superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s left distal sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The patient was placed on a regiment of oral antiplatelet and vasodilators. The investigator assessed that the event was "unlikely" to be related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: adverse event report type was changed from "adverse event" to "enter your selection here". Outcomes attributed to adv ev was changed from "required intervention to prevent impairment/damage (devices)" to "n/a". Event description was changed to reflect that the device relationship was downgraded from "possibly related" to "unlikely". Also, "third of" was removed from this statement "a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left distal superficial femoral artery (sfa)." Lastly, the event description was changed by adding "distal" in the following statement "approximately 11 months after the index procedure, the patient¿s left distal sfa vessel was reportedly reoccluded." Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 7 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The patient was placed on a regiment of oral antiplatelet therapy and vasodilators. The investigator assessed that the event was possibly related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left distal superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s left distal sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The patient was placed on a regiment of oral antiplatelet and vasodilators. The investigator assessed that the event was "unlikely" to be related to the study device or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.